Event description:
The customer contacted stryker to report that their device unexpectedly power off and continuously restarted. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker advised the customer to remove the device from service due to its age and a replacement device be obtained. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.